Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that upon waking up, the patient noticed that the infusion set's tubing was detached from the site, which was close to the body (quick release part). It was patient's second day where the patient was using the infusion set on the leg and during sleep, the pump was lying free on the bed. Reportedly, the patient was storing the boxes under suitable conditions and did not drop the pump. During the daytime, he carried the pump on the belt with the line at the same side as the pump. No further information was available.